Event description:
Medtronic received information that two weeks following the implant of this transcatheter bioprosthetic valve, the patient was hospitalized because they had developed congestive heart failure as a result of worsening renal anemia, which was observed prior to hospitalization. Blood transfusion was performed, and the patient's condition stabilized with the addition of diuretics and the increase in hypoxia-inducible factor prolyl hydroxylase (hif-ph). Per the physician, the congestive heart failure was not severe and there was no causal relationship between the heart failure and the device or procedure. No additional adverse patient effects were reported. Additional information was received to report approximately three months following the valve implant procedure, the patient was admitted for re-exacerbation of heart failure. The heart failure became well-controlled and the patient was discharged from the hospital. The physician maintained there was no causal relationship between the heart failure and the medtronic device or procedure.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.